Manufacturer narrative:
(B)(4).

Event description:
The nurse complained of questionable inr results for a patient on a coaguchek xs professional meter with serial number (B)(4). On (B)(6) 2018 the result from the meter was 8.0 inr. The patient stopped taking coumadin for one day and was given vitamin k. On (B)(6) 2018 the result from the meter was 5.2 inr. The nurse believed the results on (B)(6) 2018 and (B)(6) 2018 were correct. On (B)(6) 2018 at 11:39 am, the result from the meter was 5.2 inr. The meter displayed the incorrect date. The nurse replaced the meter batteries because of the high result. The nurse then reset the meter date and time. At 11:45 am the result from the meter was 4.8 using a different finger. At 12:00 pm the lab result using venous blood and the dade innovin method was 3.8 inr. The patient's coumadin dose was stopped for one day. There was no other treatment required. On (B)(6) 2018 at 14:12 pm, the result from the meter was 3.7 inr. The patient's therapeutic range is 2.0-3.0 inr. The patient was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitor. The patient has had no changes in diet, no illness, and no new medications. The nurse did observe the qc check at the time of the tests. There was no allegation of an adverse event. The suspected product was requested to be returned and the meter replaced. Relevant retention test strips (lot 235475) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.

Manufacturer narrative:
The customer's returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used.  Donor #1 inr: 2.3 inr,  donor #2 inr: 2.3 inr.  Donor #1 hct: 46%,  donor #2 hct: 49%.  Testing results:  donor #1: retention meter with masterlot strips: 2.4 inr, donor #1: customer meter with customer strips: 2.4 inr. Donor #2: retention meter with masterlot strips: 2.3 inr, donor #2: customer meter with customer strips: 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specifications.  Upon investigation of the meter memory, the alleged results were confirmed. However, the date set in the meter was incorrect. Based on the analysis of the meter memory. The investigation was unable to find a definitive root cause.